Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2016, the patient underwent the total resection of thoracic spine tumor. After the surgery, on an unknown date, the two rods were broken. Revision surgery (psf) was performed for rod breakage on (B)(6) 2019; broken rods were replaced with new rods. The surgery was completed successfully without any surgical delay. Following the revision surgery, the two rods broke on an unknown date. The patient complained of low back pain. On (B)(6) 2021, the patient underwent a second revision surgery (psf) for the thoracic vertebra. The patient is ambulatory. The surgeon commented that the risk of the rod breakage was foreseen because it was total removal of three vertebral bodies, and the high activity of daily living of the patient might be also a factor for this event. This report is for an expedium rod. This is report 1 of 2 for (B)(4) and captures the second revision surgery on (B)(6) 2021. The first revision surgery is captured under (B)(4).

Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a manufacturing record evaluation was performed for the finished device, product code: 179762480, lot number: bdm5bs8. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: january 23, 2019. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rod, 480 mm had broken into two pieces. Both the pieces were returned for evaluation. No other issues were identified. The dimensional inspection was performed and the device met specifications. The observed condition of the rod, 480 mm was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the rod, 480 mm was observed to have broken postoperatively. While no definitive root cause could be determined from the available information, it is probable that the rod, 480 mm had broken due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: mm si / merlin 5.5 0mm rod ti, 300/480 mm hex end. Dimensional inspection: rod diameter: conforming, device used: caliper . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.